Event description:
Customer reported a discrepancy between the displayed and actual time on their device, which was greater than five minutes. There was no adverse impact to the customer¿s blood glucose level, as previous settings did not result in significant deviations. Customer was assisted by technical support to update the pump time and advised to monitor for any further discrepancies, with the understanding that follow-up would be necessary if the issue recurred.